Event description:
It was reported that a "high drain/call pd nurse" message that occurred on the homechoice (hc) machine; per the caregiver, this event occurred during patient use while the patient was connected. There was patient involvement and there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. Per the customer the device was not available, therefore no evaluation could be performed. A follow-up report will be filed if any additional information becomes available.